Event description:
The customer reported that there was no power supply on the system. No patient injury was reported.

Manufacturer narrative:
(B)(4). There was a wire cut in the sector plug. The system was repaired, found to be operating as intended, and released to the customer for use.